Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged particles in tubing/chamber and burning/smoke/electrical odor. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on date 03/28/2023 for further evaluation. The device was evaluated on date 06/29/2023. There was no mention of visual findings to the external part of the device. Upon external/internal examination, pil did observe dust/dirt contamination as well as a strong must/mildew odor while examining the blower, however pil did not observe any evidence of blower or thermal failure. Pil was not able to reproduce the errors and observed no particulate in the airpath that would suggest smoke being generated in the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer 3 errors were found. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.